Event description:
It was reported that the power cord was replaced and the unit failed a temperature test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned to manufacturer for eval; follow-up will be issued as necessary based upon investigations results.